Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 2 years and 1 month post implantation of a 26mm sapien xt valve, the valve was explanted. The surgeon explanted that valve and indicated that the valve was ¿calcified and stenotic.¿ the valve is being returned for evaluation.

Manufacturer narrative:
The valve was returned to edwards for evaluation. Upon visual inspection, all three leaflets were heavily calcified on both the inflow and outflow aspects, all leaflets were un-moveable due to calcification, and moderate host tissue was observed on the valve inflow and outflow. An x-ray observed frame distortion, most-likely due to explanting of the valve. Tissue leaflet inspection is performed for potentially unacceptable leaflet characteristics for the following, fatty, scratch, and ragged edges. Sapien xt valves are assembled and inspected per procedure for proper leaflet assembly and leaflet coaptation. These inspections described above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint was confirmed based on the condition of the returned valve. Visual inspection identified leaflets that are un-moveable due to heavy calcification on all three leaflets. No IFU or training deficiencies were identified. No manufacturing non-conformances were identified. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, based on the patient medical history (history of endocarditis (B)(6) 2016), root cause of the calcification is likely due to patient factors (endocarditis). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
In review of medical records (cv surgery consult and echo), the patient was admitted for shortness of breath. An echo was performed revealing that the prosthesis is restricted with an effective orifice area of 0.87cm2, maximal gradient measured 52.8mmhg and mean gradient of 30.8mmhg. Of note, the sapien xt valve was successfully excised; further inspection of the remaining previous native valve annulus and cusp structures did not reveal any hidden pocket to the infection or any active growth process. The annulus was debrided to suitable substrate for replacement of the valve. At completion of the savr procedure, there was no evidence of paravalvular leak.